Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a tka surgery, one (1) vis adpt guide lgnp kit did not fit on either the femur or the tibia side, and there was an edge of roughly 2mm on the anterior cut of the femur. Both the femur and the tibia implants had to be downsized to size 6; hence, no additional bone cut were performed. The procedure was resumed after a significant delay by switching to standard instrumentation. No injuries were reported as a consequence of this issue.

Manufacturer narrative:
Additional information: h6 (component code, type of investigation, investigation findings, investigation conclusions). Results of investigation: the device was not returned for evaluation; therefore, a device analysis could not be performed. An engineering evaluation determined that the segmentation was incorrect. The femur and tibia were over segmented, leading to inaccurate block fit and oversizing of components. The clinical/medical investigation concluded that, based on the engineering evaluation, incorrect femoral and tibial segmentation (over segmented)/led to inaccurate block fit and oversizing of components resulting in the need to downsize components using manual instrumentation. The patient impact is determined to be the significant surgical delay of greater than 30 minutes with change to manual instrumentation to complete the procedure using downsized femoral and tibial components from the pre-operative planning. A review of complaint history revealed similar events for the listed device over the previous 12 months. This failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we do have evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Corrected data: h6 (medical device problem code).